Event description:
It was reported by the patient that following a storm in the area the remote monitor was no longer receiving power. A new power cord was sent but did not resolve the issue. The monitor was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the device powers up with a known good power supply. It was also noted that there was a serious component burn. The root cause of the failure could not be confirmed because the original power supply was not returned with the unit.

Event description:
It was reported by the patient that following a storm in their area the remote monitor was no longer receiving power. A new power cord was sent to see if that resolved the situation. No patient complications have been reported as a result of this event. It was further reported that the monitor has been returned and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.